Manufacturer narrative:
Per the user guide: do not ignore symptoms of high and low glucose. If your sensor glucose alerts and readings do not match your symptoms, measure your blood glucose with a blood glucose meter even if your sensor is not reading in the high or low range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 601 mg/dl. Subsequently, customer fell and hit their elbow. No 3rd party assistance was required. A correction bolus via syringe was self administered to treat bg. As the continuous glucose monitor sensor was not being used at the time of the event, customer did not manage bg correctly. There were no issues with the pump or infusion set. Recommendation was made for customer to discuss event with a healthcare provider.